Event description:
It was reported that the right atrial (ra) lead exhibited far field rwave (ffrw) over-sensing on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.